Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension vista 1500 instrument. The quality control (qc) was in range before the discordant results observed. Before the siemens visit, the customer replaced all consumables including sensor. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced peri tubing and observed failed peri pump alignment due to high vacuum. No leaks, kinks or clogs observed, power flushed integrated multisensor technology (imt) system. The cse replaced rotary valve gasket/o-rings, wet rotary valve, imt rotary valve, and manifold assembly. After the post replacement, the cse checked imt check 1 and imt dilution which performed as expected, ran quality control (qc) which recovered acceptably. Based on the siemens evaluations, it is concluded that the malfunction of the imt rotary valve and manifold assembly leading to improper sample aspiration and dilution due to fluidics instability and vacuum-related alignment failures potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was flagged with "below reference range" message. The initial result was not reported to the physician(s). The sample was repeated on an original instrument. The repeat result recovered as low, and was considered erroneous. The repeat result was flagged with "below panic range" message. The same sample was then repeated on an alternate dimension vista 1500 instrument. The repeat result recovered higher than the initial and first repeat result. The repeat result matched the patients clinical history and was considered correct. The repeat result obtained on the alternate instrument was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.